Event description:
It was reported that during a procedure for distal humerus fracture with orif and angle stable double plate osteosynthesis, the angle-stable screw 2.7mm "travels" through the 2.7/3.5mm va plate hole and jams under the plate. Several angle-stable screws 2.7mm do not block in angle-stable va plate holes. It was not possible to fill the holes with screws in the polyaxial configuration specified by the manufacturer. We were able to fill the holes monoaxially, however, so the plate remained implanted in the patient. On the ulnar plate there were holes involved and on the dorsoradial plate there were four holes involved.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.